Event description:
A pt (age and gender unk) underwent a therapeutic procedure for placement of a biliary stent. The flexima biliary stent was inserted along with a guidewire. Significant resistance was noted when attempting to retract the inner sheath. The inner sheath was stretched and broken as a result of the resistance. The procedure was successfully completed with another of the same device. The pt did not sustain any reported complications or ill effect as a result of the deployment issue. The pt condition was noted to be stable.